Event description:
No adverse event reported.

Manufacturer narrative:
The complaint against head restraint and board powering up when battery inserted was verified. Visual inspection revealed that the head restraint wire was broken, which was replaced. The distribution board was also replaced. Board passed final test. No adverse event reported.